Event description:
Allergan rep reported after injection of juvederm ultra xc in the lips within one hour after injection, the"pt's face blew up similar to an allergic reaction." Add'l info: the physician reported that the symptoms began the same day of the injection. Pt was treated with hylase, benadryl, and prednisone and physician stated the treatment was to prevent worsening of symptoms that could have led to permanent damage. The symptoms resolved completely after four days, and no further treatment has been prescribed.

Manufacturer narrative:
Medwatch sent on (B)(4) 2012. Device eval summary: batch number h30l759436 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.